Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the needle button release could not be determined as the complaint could not be confirmed.

Event description:
Patient reported that needle release button popped up after 15 hours of wear on (B)(6) 2019, near 3pm.